Event description:
It was reported that the user was bleeding from the insertion site. The user was unable to recall the exact date of the event but stated that the issue was managed using a sanitizer and subsequently resolved. The healthcare provider was aware of the event and prescribed antibiotic treatment, including bactrim and zitromax. The symptoms did not result in sensor removal.

Manufacturer narrative:
Bleeding from the insertion/removal site is a known and anticipated potential adverse effect, which does not require additional investigation. A review of the data management system (dms) showed that the user was in active use of the system with current information.